Manufacturer narrative:
Of the 69 allegations of a malfunction, 57 pumps were returned to animas and investigated. Of the investigated pumps, 57 were found to be malfunctioning due to the battery compartment being damaged. During investigation for unrelated allegations, there were 118 additional issues relating to the battery compartment being damaged with moisture ingress present. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment w/moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 7-77 years of age and between 39 and 254 pounds. Of the reported patients, 23 were male, 44 were female, and 2 were unknown.

Manufacturer narrative:
Follow-up #1 date of submission 10/25/2016 - device evaluation: in q3 2016 3 pumps were returned and investigated. There were 3 instances of battery compartment w/moisture issues found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
In q4 2016 there was 1 additional instance of battery compartment with moisture failure found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.